Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. F(B)(4).

Event description:
It was reported that the radiofrequency programmer head had difficulty with interrogating, that there was no connection available from the programmer to the programmer head. The programmer head was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of interrogation difficulty, the head was unable to interrogate and was out of specification on many of its functional tests and it was determined that it needed a new cable. The head was to be sent on for repair and restock.